Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer's mother stated that the pump screen was not coming one despite a battery change. She stated that the customer had not been off the pump for three days and was out of the country. They will call back when the customer and pump are available. Troubleshooting was not performed. The device was not returned for analysis.